Event description:
It was reported during a da vinci si surgical procedure that the maryland bipolar forceps instrument tips would not open. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found there was a frayed pitch cable. The instrument was found with frayed pitch cable at the distal idler with scratches on both distal pulleys. Both distal pulleys had scratches on the surface. The distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering found misaligned tips. The one grip was bent, causing side to side misalignment of grips. There was a .076 offset at the tips, indicating overloading at the tip. The electrical continuity testing passed. Engineering concluded that damage to the main tube was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.